Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2022 the patient was experiencing abdominal pain and difficulty draining pd effluent. Later the same day, the patient was seen in the outpatient pd clinic where it was confirmed the patient was unable to drain at all from the pd catheter (not a fresenius product). At the clinic, the patient¿s pd catheter was heparinized, but the catheter continued to malfunction. As a result, the patient was subsequently admitted to the hospital ((B)(6) 2022). Per the nurse, the hospital pd culture results are not available, but it was indicated the patient was diagnosed with peritonitis. While hospitalized, the patient had the pd catheter treated for fibrin and continued pd therapy. Additionally, the patient received antibiotic therapy (details unknown). On (B)(6)2022, the patient was discharged home continuing pd treatments with the same cycler without further reported issues. The patient is recovering from the peritonitis event. Per the nurse, the patient denied having had a breach in aseptic technique. Additionally, the nurse confirmed there were no issues with fresenius products in relation to this event. The cause of the event remains unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of pain peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2022, the patient was experiencing abdominal pain and difficulty draining pd effluent. Later the same day, the patient was seen in the outpatient pd clinic where it was confirmed the patient was unable to drain at all from the pd catheter (not a fresenius product). At the clinic, the patient¿s pd catheter was heparinized, but the catheter continued to malfunction. As a result, the patient was subsequently admitted to the hospital (on (B)(6) 2022). Per the nurse, the hospital pd culture results are not available, but it was indicated the patient was diagnosed with peritonitis. While hospitalized, the patient had the pd catheter treated for fibrin and continued pd therapy. Additionally, the patient received antibiotic therapy (details unknown). On (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler without further reported issues. The patient is recovering from the peritonitis event. Per the nurse, the patient denied having had a breach in aseptic technique. Additionally, the nurse confirmed there were no issues with fresenius products in relation to this event. The cause of the event remains unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2022 the patient was experiencing abdominal pain and difficulty draining pd effluent. Later the same day, the patient was seen in the outpatient pd clinic where it was confirmed the patient was unable to drain at all from the pd catheter (not a fresenius product). At the clinic, the patient¿s pd catheter was heparinized, but the catheter continued to malfunction. As a result, the patient was subsequently admitted to the hospital (B)(6) 2022). Per the nurse, the hospital pd culture results are not available, but it was indicated the patient was diagnosed with peritonitis. While hospitalized, the patient had the pd catheter treated for fibrin and continued pd therapy. Additionally, the patient received antibiotic therapy (details unknown). On (B)(6)2022, the patient was discharged home continuing pd treatments with the same cycler without further reported issues. The patient is recovering from the peritonitis event. Per the nurse, the patient denied having had a breach in aseptic technique. Additionally, the nurse confirmed there were no issues with fresenius products in relation to this event. The cause of the event remains unknown.